Manufacturer narrative:
A1: full patient identifier is (B)(6) . The access p2psa reagent was not returned for evaluation. The likely cause of this event is use of a p2psa reagent lot which was included in field action fa-23017, which was sent to customers on (B)(6) 2023. Per fa-23017, p2psa reagent lots 234320 and 234134 include an insufficient concentration of blocking reagent. Patient samples tested with these reagent lots may demonstrate repeatable falsely elevated results, which are caused by insufficiently blocked interferents. Customers were instructed to discontinue using the affected lots and to discard any remaining reagent packs from the affected lots.

Event description:
On (B)(6) 2023 the customer reported erroneous p2psa (access p2psa, part number b03704 and reagent lot 234134) were generated on the customer's access instrument (instrument part number and serial number not provided). The customer reported that approximately 16 patients were run over a six month period using p2psa reagent lot 234134 and patient treatment was impacted for at least one patient. Details regarding patient test results were requested but were not provided. Additional details including instrument(s) used, number of patients with change to treatment and details regarding change to patient treatment were requested from the customer but there was no further information provided. System performance indicators such as system check, calibration and quality control were not provided for review. No hardware errors or issues with other assays were reported in conjunction with this event.